Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The hcp reported via the rep further that the replacement procedure was performed as planned. The pocket was opened and the ins was checked, there were no issues observed. A new ins was connected to the leads and impedances were measured. Impedances for #7 and #15 electrodes were shown as >10,000 ohms. Although lead fracture was likely to be considered, as output electrode was not used and the data of >10,000 ohms could not be compared to the past impedance data, timing for tendency of lead fracture was unknown. The doctor decided to close the wound as the current electrodes could be used. The explanted ins was retrieved for analysis.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2015 and the battery was charged to 3.090 volts. On (B)(6) 2015 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis.

Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient received a message that charging could not be performed. The rep contacted that patient and confirmed via phone that the recharger and patient programmer (pp) do not recognize the implantable neurostimulator (ins). The rep was going to check the condition via the clinician programmer during the hospital visit on the 7th. On the 7th, the hospital tried performing telemetry using the clinician programmer, but failed. The telemetry failure message displayed. The following details were found: on the 3rd, the patient bumped the ins implantation region when she fell down; nothing in particular changed on that day. On the 4th, slight pain was rekindled but the patient was not concerned about it very much. On the 5th, the rekindled pain worsened and was terrible, so the patient toggled with the pp in hopes of changing the settings but it could not be read. It was doubted that the battery ran out so the recharger was applied but the recharger also could not read. The patient called the hospital for consultation and visited on the 7th. The patient expressed a desire to continue using the spinal cord stimulation (scs), so a main unit replacement operation was scheduled for (B)(6). Everything including the lead might be replaced due to the lead resistance. It was noted that there was no injury on the patient's body and the patient did not experience any serious shocks yet the ins was broken. The rep thought that falling down was the cause, but the physician was not satisfied with that explanation so analysis will be performed. It was further reported that the doctor claimed the possible cause was considered to be device malfunction as well as external impact on the device. It was unclear if the device will be returned to the device manufacturer. The indication for use included failed back surgery syndrome (fbss). If additional information is received, a follow up report will be sent.

Event description:
The rep additionally reported that the telemetry report showed the on/off operation was repeated several times on (B)(6) 2015, and then finally turned off.

Event description:
It was further reported that with the device set at 4.0hz, 1.7v, 210.&#62688;the recharge interval estimate range was between 9 and 11 weeks.

Event description:
The hcp further reported that the patient's report was thoroughly and carefully read and the patient's claim of pain increased when patient fell, transmission and charge could not be conducted, could not be true. The doctor asked the rep to visit the hospital to confirm stimulation condition (stimulation on/off) and charge situation (whether or not the patient charged the ins constantly). The rep was asked to check the difference from log data and report results. Following this review, the doctor believed the event was caused due to insufficient charge rather than malfunction due to falling down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.